Manufacturer narrative:
(B)(6). Results: no sample or photo was returned for evaluation. No sample retention for saf t intima product. This is the third complaint reported with the lot number 6146708 for saf t intima. However, this is the first complaint reported with safety shield activation failure. DHR for lot number 6146708 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 6146708 was manufactured on june 8, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number 320 samples were activated by qa tech to perform 3 test of pull force. Stylet/cannula removal force through inserter wings stylet/cannula removal force through the prn component outer safety sheath disconnection force from prn component. No values out of specification or problems during activation were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. Without sample or photo received it is difficult to find an exactly root cause of this issue. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: without defective sample or photo for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. DHR did not showed evidence of an issue related to the reported by customer. This defect is not common in our process. P-eura (B)(4) show the procedures used to assemble this product.

Event description:
It was reported that while a nurse was using a 22 g x 0.75 in. (0.9 mm x 19 mm) bd saf-t-intima¿ closed IV catheter system, the safety shield failed to activate. There was no report of injury or medical intervention.